Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that his blood glucose was 490 mg/dl after the insulin pump alarmed failed battery test and shut off. The patient treated via manual insulin injection. Troubleshooting was initiated for the failed battery test alarm. There were no anomalies noted on the insulin pump. The battery was changed and the device did not alarm failed battery test. The insulin pump was not returned for analysis.